Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) was confirmed. As received, the monitor displayed a service code 130- abnormal shutdowns. Upon investigation, there was contamination found on the j502, j101, sd card and sd card holder. The cause for the reported problem was contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor resets.